Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated that the buttons were unresponsive. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Insulin pump got wet. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Software 5.2b. Retainer ring black. On (B)(6) 2021 customer called in with the following concern: customer reporting buttons not responsive. Device got wet, it was expose to moisture. P-cap locked in place properly during testing. No frozen screen noted during testing. Device passed displacement test and self test properly. All buttons were tested while navigating the menus and intermittent button response was noted during testing. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61 stuck key alarms that may have occurred in the past. The adapt tool reveals that no stuck key alarms were found. Proceed it by cutting device open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly including on electrical board. No moisture damage noted on electronic assemblies during visual inspection. However, corroded on keypad traces noted during visual inspection causing the intermittent button response. Device also passed the keypad voltage test (3.2 volts). Device received with cracked keypad at select button, cracked case(battery tube), cracked battery tube threads and faded serial number label. In conclusion, customer allegation was confirmed. Intermittent button response was noted due to corroded keypad tracesmedtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.